Event description:
Patient reported they have a belle medical alert system that isn't charging and won't respond. Patient services redirected patient to appropriate device manufacturer. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".